Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during the sculpting phase of a cataract extraction procedure, bubbles entered a pt's eye which occluded the surgeon's field of vision. The bubbles were removed and the surgery was completed successfully without harm to the pt. This is the fifth of five medical device reports for this facility.